Event description:
It was reported a faint noise was noted after the co2 tank was initiated when the gray lever was pressed per proxis instructions for use (IFU). The noise dissipated before use. The stent deployment via the proxis IFU was successful. However, a dissection of saphenous vein graft (svg) was noted after the stent deployment. The physician removed the proxis device from the guiding catheter and the proxis balloon was noted to be inflated once out of the patient's body. The patient was reported in stable condition and transferred to the intensive care unit (ICU) post procedure. The patient received a iib/iiia inhibitor, type and dose unknown, and heparin, dose unknown during the procedure. The physician was in the proxis training process.

Manufacturer narrative:
The returned product consisted of a 7f proxis long sheath catheter and inflation device. The product was returned with a copious amount of blood like substance both on the outside, as well as, the inside. The aspiration tube was plugged shut from a large [approximately 7 centimeters (cm)] clot. There was a major kink approximately 57.5 cm proximal of the tip, crushed coils approximately 58.5 cm proximal of the the tip, minor flattening of the coils approximately 62.5 cm proximal of the tip and major flattening of the coils approximately 76.5 cm proximal of the tip. The proxis inflation device was cycled by actuating the inflate button and actuating and releasing the deflate button. No abnormalities of the inflation device were found. No additional testing could be performed on the proxis catheter because of damage. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, it is uncertain what caused the reported event. The proxis device instructions for use (IFU) states the user should always visualize that stopcocks are in the appropriate position for the corresponding procedural sequence. The proxis device IFU states the user should aspirate with the aspiration syringe. Press the deflate button and open the one-way stopcock to the inflation device in order to deflate the proxis sealing balloon. Continue aspiration until a total of 20cc of fluid has been obtained. Empty the evacuation syringe and re-attach to the 3-way stopcock. In the event that the sealing balloon will not deflate, detach the inflation device and attach a clean empty syringe to the inflation luer on the proxis manifold and pull a vacuum to deflate the balloon.